Event description:
In 2009, the patient presented to the hospital with a ruptured abdominal aortic aneurysm and implanted with 2 gore excluder aaa endoprostheses. The first trunk-ipsilateral leg component was deployed, however, the distal portion of the contralateral limb did not completely deploy. This was due to the nature of the patient's anatomy after the rupture. The contralateral side of the left common iliac artery was occluded using a modified gore bifurcated graft with a stent (unknown manufacturer) placed inside; making a plug. A second trunk-ipsilateral leg component was deployed into the first occlude the proximal part of the contralateral limb that did not completely deploy. After the second trunk-ipsilateral leg component was deployed, a femoro-femoral bypass was performed. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following patient populations for leaking; pending rupture or ruptured aneurysms. Other device implanted: pxt231212/06213715.